Event description:
It was reported that an error was displayed when powering up the programmer. The user cycled power, but the error did not clear. The programmer was returned for service. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the cable on the programmer head was cut and therefore the cable was replaced. (B)(4).